Manufacturer narrative:
The account found the siderail mounting bracket was bent. He straightened the mounting bracket to repair the bed.

Event description:
The account stated the siderail will not latch.